Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to a broken fiber. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the coating material was peeling off the insertion guide serpentine. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the coating material was peeling off of the insertion tube. Additionally, there was material deformation and compromised adhesive noted throughout the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.